Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3550-39, lot# n481682, implanted: (B)(6) 2015, product type: accessory. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from a consumer reported that she was recharging too frequently. The consumer would go to recharger her implantable neurostimulator and would get the exclamation point and triangle, and an ins low battery icon. Then when the ins was checked the next day the battery was dead. The consumer recharged until she saw water droplets and the next day the ins battery was dead when the manufacturer representative checked it. It was noted that this had happened before, but it the past the consumer had been on the same settings and could go a week without charging. The consumer had not switched programs or increased parameters. It was noted that the consumer had two settings, one at 1.5 and another program for the leg that was at 8.2 volts. The consumer had the device on 24/7. The consumer charged to 100% full. It was noted that the consumer had a fall that could have been related to the issue. The consumer felt pain in legs and hot flashes. She had pain in legs and checked with the patient programmer and the battery was dead. The pain didn't come and go, it was constant. The issue occurred during use beginning in (B)(6) of 2015. No diagnostics or troubleshooting was reported. No further outcome was available. Follow-up was being conducted to obtain this information. The consumer's indication for use was noted to be spinal pain.